Manufacturer narrative:
A correlation between the device and the reported elevated lactate dehydrogenase (ldh) could not be conclusively determined. A submitted video confirmed the reported no intake of dye through the pump. However, a cause for the flow interruption could not be conclusively determined. The reported inflow cannula malposition could not be conclusively confirmed. No product was returned for evaluation. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Reference MFR report # 2916596-2017-01935 for the report of the patient''s previous pump exchange. Unique identifier (UDI) # (device identifier): (B)(4). Approximate age of device- 61 days. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2017. It was reported that the patient was initiated on inotropes 2 weeks ago for suspected right ventricular dysfunction and worsening symptoms. The patient returned to the clinic on (B)(6) 2017 with worsening fatigue, shortness of breath and elevated lactate dehydrogenase (ldh) in the 1000¿s. The patient had a venogram which revealed inflow malposition and no intake of dye through the left ventricular assist device (lvad). The lvad parameters have remained within normal limits with slight downward trend of pulsatile index (pi) from 4¿s to low 3¿s. The lvad speed was adjusted from 9800 rpm to 9200 rpm, without much improvement. On (B)(6) 2017, at the time of the pump exchange; neither original inflow nor outflow were exchanged despite normal pump parameters in the presence of hemolysis. They agreed and presumed total inflow occlusion without known amount of blood flow through the device. The customer discussed with the lvad clinician of risks of lowering the speed to 600 rpm, as stated there may be regurgitant blood flow. It was advised decrease speed to 8000 rpm at which risk of regurgitant blood flow is minimal. The lvad clinician stated that the patient is an extremely high surgical risk. Clinicians are planning to maintain current course of care and patient desired every intervention be taken. No additional information was provided.